Event description:
A malfunction alarm was reported, indicated by malf 16, but did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer used an insulin pen as a backup, and the pump, which was still under warranty, was replaced by technical support.